Event description:
It was reported that patient had extra cardiac stimulation in the chest area. The customer is questioning if this is more common with this lead type. The right ventricular (rv) lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).